Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis mp system. A customer reported that the ecc does not respond, all buttons are dimmed and the customer cannot disable "block x-ray". The system was moved into working position and a restart was attempted, however, it was unsuccessful. The patient was safely transported to an alternate system where the examination was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation results show that the failure was caused by a hardware problem within the ecc (examination control console) and/or a loose connection. The effected ecc cables were exchanged and the system was returned to clinical use. No further problems have been reported. The manufacturer is not considering further actions at this time.